Event description:
The patient reportedly had an infection and experienced a decrease in performance following removal of the positioner. A decision was made to explant the device. The patient's cii device was explanted. The patient was implanted on the contralateral side with another advanced bionics cochlear implant.